Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 20494215. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was not getting the coverage he needed due to lead migration which was confirmed with x-ray. The patient underwent an explant procedure.